Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise while the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary sensing vector. The device was reprogrammed to secondary sensing vector and the patient received two additional inappropriate shocks due to oversensing of noise. It was noted that sensing detection was not sufficient in alternate sensing vector. An x-ray was taken which showed the electrode was too high. Subsequently, the electrode was repositioned. However, myopotential over-sensing continued. Additionally, the smartpass feature was found to have appropriately disabled due to low amplitude measurements. The s-ICD and electrode remain in service.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise while the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed to primary sensing vector. The device was reprogrammed to secondary sensing vector and the patient received two additional inappropriate shocks due to oversensing of noise. It was noted that sensing detection was not sufficient in alternate sensing vector. An x-ray was taken which showed the electrode was too high. Subsequently, the electrode was repositioned. However, myopotential over-sensing continued. Additionally, the smartpass feature was found to have appropriately disabled due to low amplitude measurements. The s-ICD and electrode remain in service. Additional information was received that the electrode was explanted and successfully replaced. No additional adverse patient effects were reported.